Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Mother of patient reported that her daughter's tracheostomy tube began leaking while in use (time in use was not disclosed). The mother reported that her daughter became desaturated, and her oxygen levels decreased to 70. The tracheostomy tube was replaced. According to the mother, holes were found in the removed tracheostomy tube material. No permanent injury was reported.

Manufacturer narrative:
Please be advised that since this complaint was initiated, smiths medical has confirmed with the original reporter that this event (file 2183502-2016-00655, smiths file # (B)(4)) is a duplicate file. Please refer to files 2183502-2016-00663, 2183502-2016-00664, 2183502-2016-00665 instead of this file.